Event description:
It was reported that the patient experienced syncope. The device went into backup vvi operation and later automatically restored itself to normal function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.